Event description:
Limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6) 2015. The form also indicates that on an (B)(6) 2017, the strattice implant had been removed and implanted a 2nd strattice. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the same event and the same patient reported under MDR ID# 1000306051-2023-00210 (abbvie complaint (B)(4). This MDR is being submitted for the 2nd strattice.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 18/dec/2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, patient underwent an ¿incisional hernia¿ repair and was implanted with a non-abbvie device lot: pco2015x on 23/oct/2017. As reported in the initial: limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6) 2015. The form also indicates that on (B)(6) 2017, the strattice implant had been removed and implanted a 2nd strattice. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the same event and the same patient reported under MDR ID#: 1000306051-2023-00210 (abbvie complaint#: (B)(4). This MDR is being submitted for the 2nd strattice.

Manufacturer narrative:
Clarification to d4: non-abbvie device. The device is not manufactured by abbvie. Additional, changed, and/or corrected data.